Event description:
It was reported that the patient underwent a revision approximately twenty-two (22) years post-implantation due to loosening and pain (gonalgia) caused by macrophagic reaction. There are also bone geodes (lesions) present, but no infection is present. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item #: 6307-00-210, lot #: 1396886. Item #: 6212-00-020, lot #: 1395607. G2: foreign - event occurred in france. Visual examination of the returned products found to exhibit signs of being implanted scratched/nicked/wear and foreign material on the distal surface. Radiographs were provided however per medical professional review: images not sent as translation of revision records provided confirm findings of loosening. Medical records were reviewed by a hcp and found: that there was loosening of the left ptg, all implants were removed, bone loss noted around femoral. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint was confirmed for loosening and for revision by the product that was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.